Event description:
It was reported that 224 days after implantation of a 2.75x24 mm taxus express2 drug eluting stent an instent restenosis occurred. During the initial procedure, the target lesion was located in the proximal right coronary artery (rca) . A pre-intervention stenosis of 95% was reported. Following percutaneous transluminal coronary angio-plasty (ptca), a 2.75x24 mm taxus stent was deployed. A post-intervention stenosis of 0% was reported. The patient received heparin and integrilin during the procedure and plavix after the procedure. No complications were reported. The patient presented 224 days after the initial procedure with 95% in-stent restenosis in the proximal rca amd a 70% stenotic de novo lesion in the mid rca. Atherectomy was performed in the proximal rca with multiple inflations of a 2.75x15 mm monorail cutting balloon. Subsequently, 2.75x15 mm taxus stent was deployed in the mid rca. A post-intervention stenosis of 0% in the proximal and mid rca was reported. The patient received heparin during the procedure. No complications were reported.